Event description:
The initial device interrogation during scheduled follow-up (on (B)(6) 2010) was interrupted and some error message(s) related to communication problem was/were displayed. However, a second interrogation could be performed successfully; nevertheless, no data was available in the device's memories ((B)(4)).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.